Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported rupture diagnosed by ultrasound and MRI. The device has been explanted and replaced. This record relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, d9, h3, h6. Device evaluation: visual analysis of the returned device identified: underweight, brown particle in the shell and opening a microscopic analysis was performed which identify sharp opening in the posterior . A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening in the posterior side assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported right side rupture diagnosed by ultrasound and MRI. The device has been explanted and replaced.